Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On an unreported date, a gastroscopy was performed by the gastroenterologist and the intestinal tube was removed due a bezoar that started to form. The patient was discharged after the procedure.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.